Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. No issues were found and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that while attempting to verify the straight suction, the tool card in the software was reflecting the 90 degree suction although it was not plugged in. The site was unable to successfully verify the small straight suction. The nipt value was 1.0mm. It was confirmed that all metal was removed from the field. The ports were swapped and the issue did not resolve. The site indicated they would attempt to use the side emitter. There was no impact to patient outcome and a less than 1 hour delay to the procedure as a result of this issue. Additional information was received indicating that using the side emitter resolved the issue and the site was then able to verify all the instruments. The probable cause of the issue was identified to be the placement of the flat emitter under the patient head being too close to the side metal rails of the bed and the suction may have been held too far from the magnetic field.